Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the full-height cubie drawer was stuck open and would not close, leaving approximately 4 inches of the drawer sticking out. It appears likely that the issue is due to a broken rail. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer stuck with about 4 inches of the drawer sticking out. A field service engineer (fse) found that the ball bearing cage for one of the slide rails was physically damaged. The fse replaced new ball bearing cage with slide rails to resolve the issue. The system functioned as intended after the field service engineer repaired the device.